Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, high capture thresholds, a decrease in sensing, and intermittent ventricular oversensing were observed. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.